Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone retrieval procedure performed on (B)(6) 2013. According to the complainant, during the procedure, a stone within the bile duct was captured and the device was attached to an alliance handle. While attempting lithotripsy, the stone could not be crushed and the tip of the basket would not detach. An olympus lithotripter basket was then used to crush the stone and free the trapezoid rx lithotripter compatible basket from the patient. No other anomaly or damage to the device was noted. Reportedly the patient anatomy was not torturous and the size of the stone was 1cm. No other stones were captured or crushed prior to the event, and the device had been inspected and/or tested prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported issue of tip won't detach the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.